Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 23 june 2026 a 27mm navitor vision was selected for implant. Pre-dilation was performed. At 80% deployment the implant depth was 3mm from the non-coronary cusp (ncc). During the procedure the device jumped on the ncc side slightly towards the aorta upon full release from the delivery cable. After evaluation with echocardiogram the decision was made to perform a valve-in-valve with a 26mm non-abbott valve. After the second valve was implanted the patient went into cardiac arrest due to right coronary artery obstruction. A cardiac massage was performed for 20 minutes, and the patient was transferred to cardiac surgery for a coronary bypass. The patient passed away several hours after the coronary bypass. The physician believed the device migration may have been due to the implant depth being a little too high in combination with calcification into the annulus from the ncc.